Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reported: possible overinfusion, pump overinfused more than programmed amount. Spoke with customer: attempted to do bolus of 10 ml. Pump never counted bolus down, but infused entire bag at rapid rate. There had been no patient issues reported regarding pump all issues found in biomed.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested 3x bolus of 1200ml/hr and 10ml delivered correctly in 30 seconds and the pump tested in specifications. The pump's operational log was reviewed and there were no indication that the pump malfunctioned. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up report will be submitted.